Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found that the compressor could not meet the specification requirements (failed) and had multiple error code #77 in the log files for compressor adjustments. During pumping the augmentation would drop. The fse replaced the compressor per the recommendations in the service manual and completed a full system test and preventative maintenance (pm) service. All functionality and safety tests passed to factory specifications. The iabp was released for clinical use upon completion.

Event description:
The operator of the intra-aortic balloon pump (iabp) reported that they had a "helium fill failure" when checking the unit. This event occurred before the iabp was used on a patient, thus no adverse event was reported.